Event description:
A report was received that a patient fell and lost stimulation. An x ray confirmed that the leads are no longer connected to the ipg. The physician removed the entire scs system and re-implanted the patient with new devices. The patient is receiving adequate stimulation and is reportedly doing well.